Event description:
Catheter kinked while in use. Removed and used another catheter, completed case successfully with no injury to the pt.

Manufacturer narrative:
Technical evaluation: the device has a series of kinks on the proximal and distal section. The kink on the proximal section 40cm from hub has collapsed the lumen walls and reduced the inner diameter; on both sides of the kink there are some visible white rings which may indicate that the device was sharply bent in an angle during use. The device was stretched too far inflicting the permanent sharp kink. The kinks on the flexible zone may have occurred during removal from the hoop where in some instances the flexible zone of the device get stuck on the hoop walls, and when the device is pulled out quickly, the device got stuck and kink. The DHR of this manufacturing lot has been reviewed. This MDR is being filed as a part of the remediation action taken in response to the 483 issued to penumbra on august 28, 2009. A review of the device history record (DHR) was completed on part # 0854 (lot # l13782). All appropriate inspections were completed per process monitoring requirements or 100% inspections where required. The lot has passed all dimensional measurements per specification, in addition, all destructive testing was completed per required process monitoring requirements and results met specification for tensile strength. The DHR review of final assembly (lot# l13782) indicated that 100% inspection of the devices resulted in (B)(4) rejects. The parts released in this lot met process requirement.